Event description:
It was reported to philips that fluoro storage was not possible and an image disk problem was displayed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the beginning of the diagnostic procedure and the procedure was aborted and later completed by moving the patient to another room. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that there was a warning error ¿fluoro storage was not possible due to image disk issue¿. Review of the system log file showed malfunctioning frontal ip-pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The philips field service engineer (fse) inspected the system onsite and implemented the philips medical device correction (z-1151-2024) on the system for disk bay issue in the subsequent case. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.